Manufacturer narrative:
Qn#(B)(4). Per information submitted from customer the DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a (B)(4) pc. Lot in may of 2019. This instrument has not been returned for review or evaluation therefore we are unable to determine what caused the alleged defect in the field or validate the alleged complaint. All (B)(4) instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that clips fell from the applier because of the jaws were misaligned. No clips fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips fell from the applier because of the jaws were misaligned. No clips fell/remained in the patient.